Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during normal device replacement (elective replacement indicator reached), the physician unscrewed the connector setscrews; during this procedure, two silicon setscrew covers got detached from device header. The device was returned for analysis.